Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No information available regarding the previous procedure. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure date? What is the lot number? Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was the drain broken into two or more pieces? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and drain was used. During a surgical procedure, while placing the drainage, the drain broke at the junction between the flat white part and the clear cylindrical part. The problem has occurred recently -but not reported and the material was not retained. Precautionary measures and actions undertaken: change of drainage device. Additional information has been requested.